Event description:
All kinds of unexplained symptoms with silicone and then saline mentor implants. Fatigue, insomnia, lowering gfr, chronic migraines, chronic joint / muscle pain, hearing loss, tinnitus, chronic dry eye, etc; "95% of symptoms since explant on (B)(6) 2019." Do you have a picture of the product? Yes. FDA safety report ID# (B)(4).